Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-611-4, ibalance® uka sportsplasty¿, tibial impactor, batch number: 051752, was received for investigation. Visual evaluation of the returned device noted that fragments from the distal end had broken off. Additionally, the impactor head had significant damage: strike marks and discoloration. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 15-feb-2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/23/2024, it was reported by a sales representative via (B)(6) that an ar-611-4 tibial impactor broke. This was discovered during the case with no patient harm.